Manufacturer narrative:
Concomitant products: c6tr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial lead dislodged following a device replacement procedure as there was no sensing or capture. The lead was observed on fluoroscopy to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.